Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 6949, implantable tachy lead, implant date: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was an alert triggered and the patient received inappropriate shocks due to the right ventricular lead having oversensing, noise and high impedance due to a confirmed lead fracture. The lead was explanted and replaced. It was also reported that the atrial lead had high thresholds. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.